Event description:
It was reported that during the scheduled vena cava filter retrieval, a detached limb was identified in the ivc wall. The filter and the detached limb were unable to be retrieved and both remain implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment and removal difficulties. Based upon the available info, the definitive root cause for this event is unk. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.